Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to moisture damaged inside the force sensor resistor. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at the display window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Troubleshooting was performed and the customer was advised to insert a new alkaline battery, however the display did not return. Customer's blood glucose reading at the time of the call was unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.